Event description:
Patient reported the infusion device becomes "stuck" when the battery type is to be selected and the buttons do not function correctly. Patient replaced the battery and battery cover and tried to start the infusion device. Patient was able to select the battery type, but the hours jumped quickly when trying to program the date and time. Patient eventually set the date and time, but then the buttons would not react to start the infusion device. Infusion device was requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.